Event description:
Philips received a complaint by the customer on the v60 indicating during the operation of the ventilator, a red alarm appeared on the screen accompanied by a beep, indicating error code 1127 check vent: over-voltage protection (ovp) circuit failed message. The patient's blood oxygen levels began to drop, presenting a safety hazard. The ventilator was immediately withdrawn and replaced with another machine. No injuries occurred. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 19sep2025, it was confirmed that a multi-vendor/clinical engineering department" will handle the service call/incident. No work completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. Attempts have been made to try to obtain further information about patient use, but no information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.